Event description:
It was reported that prior to device replacement, x-ray revealed externalized conductors on the lead. All electrical parameters were in range and the lead remains implanted. The patient's condition was good.

Manufacturer narrative:
(B)(4).